Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, positioning was performed in the left atrium, and it was observed that the a-knob was ineffective. Procedure was continued and the case was successful. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.